Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint through a log file analysis. The suspect device was not returned for investigation. The root cause was determined to be due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer was advised to replace a good blower and redo all calibrations. Also, to perform o2 two-point calibration, and to verify with a good nt inspiration valve/inspiration block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 ventilator getting technical failure 316 (blower failure), technical failure 240 (temperature of blower too high) and technical failure 241 (temperature of blower high) during an engineer scheduled inspection. Furthermore, there was no patient associated with the reported event.